Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that the incoming inspection member at the warehouse found hair like debris in the sterile package. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. The likely condition of the product when it left zimmer biomet control was non-conforming. A corrective action was previously initiated to further evaluate the reported event. The reported event did not occur in an operating room or as part of a medical procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.